Manufacturer narrative:
Concomitant medical products: 47988 lead, implanted: (B)(6) 2021. W4tr01ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was reported that the right atrial (ra) lead exhibited undersensing causing false termination of some atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.